Event description:
A bladder neck suspension procedure was performed on a diabetic pt. Some time post procedure, the pt reportedly developed a bone infection. The pt underwent surgical removal of the bone anchors and a small piece of her pelvic bone. To date no further details are available. "Risk factors such as obesity, diabetes, and immunocompromised pts can further predispose the pubis to infection." "Osteomyelitis of the pubis: complication of a stamey urethropexy." The journal of urology, vol 151 (june 1994). Pp1638-1640.